Manufacturer narrative:
(B)(6).

Event description:
It was reported that a rotawire fracture occurred. A rotawire and rotablator rotational atherectomy system were selected for use. During procedure, it was noted that the device got separated during rotablation and was retrieved completely from the patient using gooseneck snare. However, it was further reported that there was no issue noted with the rotaburr. The procedure was completed with another device. No patient complications were reported. Patient has no problem and was good post procedure.